Manufacturer narrative:
Voluntary medwatch received mw5156044. D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported via voluntary medwatch that this right atrial (ra) lead was not working. The lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.